Event description:
Reference number (B)(4). Event occurred in saudi arabia. It was reported that the patient went to emergency room on (B)(6) 2026 due to a hyperglycemia event caused by a bent cannula. The site of insertion was on abdomen. The patient was hospitalized with symptoms including tired/weak/dizziness and remained in hospital for less than twenty-four hours. The patient tested positive for ketones. The patient's blood glucose level at time of hospitalization was around 410mg/dl and was treated with intravenous (IV) drip. No further information available.

Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions, h11: investigation summary. Complaint investigation results: electronic quality management system (eqms) search: a query was run in the eqms on 25-mar-2026 against "lot number 6011506 and similar malfunction codes: soft cannula bent/kinked/crimped after removal -blockage. Soft cannula found bent upon removal from infusion site, soft cannula found crimped upon removal from infusion site, soft cannula and introducer needle found bent/kinked during insertion, unable to use, soft cannula found kinked upon removal from infusion site. The review confirmed that lot 6011506 and the identified failure mode are not associated with any nonconforming reports (ncr)s or corrective and preventive action (CAPA)s of the same or similar nature. Similar complaints search: a query was run in the eqms on 25-mar-2026 against "lot number" criteria equal 6011506 and similar malfunction codes soft cannula bent/kinked/crimped after removal -blockage. Soft cannula found bent upon removal from infusion site, soft cannula found crimped upon removal from infusion site, soft cannula and introducer needle found bent/kinked during insertion, unable to use, soft cannula found kinked upon removal from infusion site. The count of complaint is 1. The complaint numbers are (B)(4). Device history record (DHR) review: the lot 6011506 was manufactured according to the work instruction (wi) version 82 and manufactured in the multivac 12, on 02-feb-2025, with a total of (B)(4). The sub-assembly. Gluing of tubing of the lot 4m00060 was manufactured according to the wi version 42 and manufactured in the gluing machine 04 -08, on 08-dec-2024, with a total of (B)(4). The sub-assembly. Gluing of tubing of the lot 5a03843 was manufactured according to the wi version 42 and manufactured in the gluing machine 04 -08, on 26-jan-2025, with a total of (B)(4). The sub-assembly. Gluing of tubing of the lot 5a03847 was manufactured according to the wi version 42 and manufactured in the gluing machine 08 -04, on 29-jan-2025, with a total of (B)(4). In the test 6 is found blurred print, extended sampling plan acceptable. Therefore, the overall review of the DHR confirms that all required process-related tests were completed and met the applicable requirements. No deviations were identified, and no maintenance events were recorded in relation to the complaint code. Conclusion: DHR review identified minor findings. They were managed according to procedure and did not impact compliance; no issues noted. Visual evidence review: no photo was provided to support visual confirmation of the reported issue. Conclusion: unable to perform visual verification; assessment based on available documentation only. Retain samples testing: retain samples from the relevant lot were requested and tested in accordance with approved procedures: wi guidance for visual testing for complaints area version 3: all 3 samples tested passed visual inspection. Wi guidance for functional testing 1 air flow test for complaints area version 2: all 3 samples tested passed functional testing for the reported malfunction code soft cannula bent/kinked/crimped after removal -blockage. All test results were within specification as documented in the attached test report complaint (B)(4). Conclusion: testing did not confirm the reported issue; no nonconformance identified. Conclusion summary of complaint investigation: based on the investigation, no further investigation is required. The record will be closed and monitored through tracking and monitored through tracking and trending per wi (monthly trips and alerts). Conclusion summary of complaint investigation: as a result of the following a comprehensive review was conducted, including eqms queries, similar complaint searches, device history record review, visual evidence assessment, and CAPA determination. No ncrs or capas of the same or similar nature were found for lot 6011506 and related malfunction codes. One complaint was identified for this lot; however, no trend or systemic issue was detected. The manufacturing records confirmed that the lot was produced in compliance with all requirements, with no deviations or maintenance events noted. Samples were requested; however, the customer confirmed that no samples were available for analysis. Consequently, an investigation was conducted using reference samples, and no failures related to the complaint were identified. No photo evidence was provided, so the assessment was based on documentation and reference sample analysis only. Based on these results, no manufacturing or quality issues were identified. The record will be closed and monitored through routine tracking and trending.